Event description:
It was reported that during a gastrectomy the two devices stopped functioning within a few minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Cracked blade. Evaluation summary: two divices were returned for analysis. When attempting to activate the devices on a generator an error code was displayed. Visual examination found an area of the blades that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. Therefore, the instructional insert states: " care should be taken no to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history records were reviewed with no anomalies noted during the mfg process.